Manufacturer narrative:
Device evaluation: the device related to the reported events calcification, capsular contracture, granuloma, rupture and visibility/palpability was received on march 11, 2025 with lot number 3182294. Based on the product analysis performed, the assessments of the complaint codes are: calcification: not observed. Capsular contracture: unable to observe. Granuloma: unable to observe. Rupture: observed broken device assessed as fold flaw opening. Visibility/palpability: unable to observe. As per the investigation procedure, non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The reported events of "capsular contracture, baker grade unknown" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional, changed, and/or corrected data: a2, b6, d9, h3, h6.

Event description:
Healthcare professional reporting patient noticed "bubble on right implant". Ultrasound confirmed implant rupture. Mammogram reports shows calcification and surgical operative report showing capsular contracture (unknown baker grade) and "small amount of granulation type tissue". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Healthcare professional reporting patient noticed "bubble on right implant". Ultrasound confirmed implant rupture. Mammogram reports shows calcification and surgical operative report showing capsular contracture (unknown baker grade) and "small amount of granulation type tissue". Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reporting patient noticed "bubble on right implant". Ultrasound confirmed implant rupture. Device remains implanted.